Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 29 mg/dl. The patient was reportedly found in a state of unconsciousness and give a glucose tablet. The patient was also reported to have experienced cognitive impairment and unsteadiness when standing and walking. Emergency medical services (ems) was called and ems personnel provided treatment to the patient in the form of intravenous glucose and intravenous fluids. The patient was transported to the hospital emergency room where they stayed for four hours before being discharged. The reporter stated the pump experienced a loss of prime. Troubleshooting completed by animas customer support revealed that the pump had been dropped, experiencing an impact within five minutes of the reported loss of prime warning. In addition, the reporter stated the patient had discontinued insulin pump therapy three years prior to this complaint and the patient recently restarted pump therapy using this same insulin pump. The patient reportedly restarted insulin pump therapy using the same settings that were in the pump from three years ago, the patient also did not disconnect from the pump during priming the pump after having received the loss of prime alert. The patient received infusion of insulin during the prime step causing the blood glucose to drop to 29 mg/dl as described above. Additional training/misuse issues found during troubleshooting include the patient was using insulin cartridges that had expired, was filling the insulin cartridge with cold insulin and under cycling the cartridge prior to use. Animas customer support reviewed all instructions for use with the reporter during troubleshooting. This complaint is being reported because the patient experienced serious injury on insulin pump therapy associated with multiple training/misuse issues.